Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of greater than 200 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and the medical personnel noted that it was a single out of range impedance value. Ts suggested bringing the patient into the office for further testing, which the clinic did. During the in-office interrogation the high out of range shock impedance was able to be replicated in certain configurations. The system was reprogrammed to a different configuration and remains in service. No adverse patient effects were reported.